Event description:
It was reported that the evacuator balloon was difficult to inflate during the pretest.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The visual evaluation of the returned sample noted one opened (no original packaging present), reliavac evacuator with no obvious defects. Concomitant, in-house evacuator tubing was attached to port a of the evacuator. The other end of the tubing was placed in a reservoir of water. The evacuator balloon was inflated by engaging the bulb at the top of the device. The balloon was fully inflated with no difficulty. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "10. Attaching to auxiliary suction: 10.I.) Insert suction adapter into outlet port. 10.ii.) Attach wall suction tubing to suction adapter. 10.iii.) During auxiliary suction, balloon will inflate and exudates will flow over balloon surface. 10.IV.) To discontinue auxiliary suction, remove suction adapter and close outlet port." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the evacuator balloon was difficult to inflate during the pretest.